Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report mw5165620 received that states "the reporter called regarding the abbott heart valve. The reporter has the device implanted since (B)(6) 2020. The device failed was leaking, regurgitating blood and filling up in the caller's lungs and heart. The reporter was hospitalized and intubated due to heart failure. The device failed in three years and nine months, and she is waiting for replacement of the heart valve". It was reported that on an unknown date in 2020, an unknown size trifecta valve was implanted in the patient. On (B)(6) 2023, it was noted that the device failed, and regurgitating blood and filling up in the lungs and heart. The patient was reported hospitalized and intubated due to heart failure. The patient is waiting for the replacement heart valve. No additional information was provided.

Manufacturer narrative:
An event of device stenosis and heart failure were reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Codes removed: medical device problem code.